Event description:
During a hysterectomy case, the nurse started to maneuver the cart arm, when it came out of the holder on the video cart. The nurse caught the arm with the monitor on it before it fell to the floor. The cart was removed and they brought in another cart and completed the case. The hospital confirmed that there was no patient involvement; however, hospital contact stated that when nurse caught the monitor, she "torqued" her back; she was administered treatment of ice and ibuprofen and then returned to the floor.